Event description:
Police first responders were called to a pt apparently in full cardiac arrest. CPR was adminstered and four countershocks delivered by an AED. Paramedics arrived on the scene and replaced the AED with the device. The device was placed in manual mode and the pt was diagnosed in ventricular fibrillatioin. According to the reporter, 360 joules was selected, but when the device was charged, the device display only reached 108 joules and indicated it was fully charged. The device was discharged then subsequently charged and discharged three more times. The reported discrepancy was not subsequently observed. The pt's rhythm was converted and the pt was resuscitated. The pt was transported to the hosp but died three days later.